Manufacturer narrative:
Device used for treatment, not diagnosis. Additional classification codes: gff, gfa, hsz. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4): the drill bit broke intraop and the broken portion was retained in the bone. Device history records review was conducted. The report indicates that the: manufacturing location: DHR review for part #310.25, synthes lot#u257145. Release to warehouse date: 10-jan-2017, 11-jan-2017, 14-jan-2017. Expiration date: n/a. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that several device malfunctions occurred intraoperatively on (B)(6) 2017 for a multiple procedures. The patient was scheduled for bilateral tibia nails, a right retrograde femoral nail and a dynamic hip screw (dhs). While fixing left tibia, the surgeon decided to place a 1/3 tubular plate with four (4) cortex screws in addition to the tibia nail. During drilling around the tibial nail, the drill bit broke as it hit the nail. The tip of the drill was retained in the patient. Also noted that during the dhs portion of the procedure, the 2 hole plate did not impact all the way to the bone. The surgeon tried to apply additional pressure to the plate. As the surgeon was inserting a 4.5mm cortex screw, the head of the screw snapped off and the shaft of the screw remained embedded. Another screw was implanted in the secondary hole. The procedure was completed successfully. This complaint involves 2 devices. Concomitant medical products: tibia nail, part/lot# unknown, qty 1; 2-hole plate, part/lot# unknown, qty 1. This report is 1 of 2 for (B)(4).